Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella rp was placed to support the 70 year old male patient admitted in with right heart failure, post operative for cardiothoracic surgery, presenting in scai stage e shock. The pump was supporting for 5 days when the pump dislocated out of appropriate position and the console was alerting for suction. The pump was successfully repositioned however the pump had persistent decreasing in pump flow. Despite the drop in flows the pump was supporting effectively per the team. The pump was explanted due to the positional issues and flow, and at the time of explant the team observed thrombus in the right atrium which prompted the team to use the inari device for thrombectomy. A new rp was placed and support continues. The pump replacement due to flow and positional issues will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.